Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio pro plus meter was displaying control solution tests as blood readings. The complaint was classified based on customer service representative (csr) documentation as the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged inaccuracy occurred at an unspecified time on (B)(6) 2016. At this time the patient obtained a blood glucose result of "149mg/dl" with the subject meter after control solution was applied to the test strip. Information regarding the medication(s) the patient takes to manage their diabetes was not obtained at the time of the initial call and it is not known whether the patient had made any changes to their diabetes management regimen as a result of the alleged product issue. An unspecified period of time before the alleged product issue occurred, the patient had developed "hypoglycemia." No specific physical symptoms were noted in relation to this. In response to this the patient was taken to the hospital by the emergency medical services and received unspecified treatment for hypoglycemia. At the time of troubleshooting the csr noted that the test strips which were being used had not been open beyond their discard date. The patient's products have been requested for evaluation. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to an adverse event. The patient had become symptomatic prior to the alleged meter issue. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported as a malfunction because the alleged meter issue was not resolved during troubleshooting.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.